Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance, it was observed that the device is getting error code 110a proximal pressure autozero failure message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device was giving proximal pressure auto zero failure. The rse advised customer that manufacturer recommends the following: 1. Verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba. The rse provided parts ID for replacement solenoids and the da pcba to resolve issue. The customer replaced da pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.